Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a three-way plastic stopcock was being used during an interventional procedure when it was observed that the valve was "broken.". It was reported that the product was replaced with another device of the same kind, but 5 during the same procedure, in total, had the same failure. No adverse events were reported regarding this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. Review of device history record shows no non-conformances which could contribute to this reported product event. No other reported complaints for this lot number were identified. Based on the information provided, and the results of our investigation; the root cause was determined to be design-related. Measures have been previously initiated to address this issue. We have notified the appropriate personnel and will continue to monitor for similar complaints.

Event description:
An international customer reported that during a transarterial chemoembolization (tace) procedure, a three-way plastic stopcock was being used when it was observed that the valve was "broken". It was reported that the product was replaced with another device of the same kind, but five three-way plastic stopcocks had the same failure during the same procedure. There was reportedly no adverse effects on the patient due to this occurrence; there was no contact between the devices and the patient.